Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were observed from the port of the em2400 valve set during fill. The device was "sucking air through from valve port number two whilst pumping from other ports. This port was not in use at the time but visible bubbles could be seen being dragged through from port two". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 26, 2018 - april 30, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.